Manufacturer narrative:
The suspect device was returned to olympus, however, an evaluation has not been completed at this time. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that after cleaning the olympus, model gif-xp290n, evis lucera elite gastrointestinal videoscope using an olympus, model oer-5 device, material, characterized as "dirt," adhered to the air/water supply cylinder. There was no patient injury, associated with the problem, reported to olympus. The problem, as reported to olympus, was identified during maintenance. This is report #2 of 5. Reference report patient identifiers (B)(6) for additional reports.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Component analysis was unable to be completed as there was only a small amount of adhered foreign material. The event likely occurred due to insufficient or inappropriate reprocessing methods. The device was evaluated where no abnormalities were found that could have led to the event's occurrence. Olympus will continue to monitor field performance for this device.